Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the very calcified left anterior descending (lad) artery. A 24 x 3.50 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion and appeared to get stuck at the proximal end of a previously implanted non-bsc stent. The device was simply removed without resistance and the physician noted that the stent was damaged. The case was cancelled and the physician will have to review the likelihood of doing rotablation prior to the next stenting procedure. No patient complications were reported and the patient's status was stable with no issues.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the most proximal and most distal stent rows were raised outwards distally from the balloon and damaged. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the very calcified left anterior descending (lad) artery. A 24 x 3.50 promus premier drug eluting stent was selected for use and advanced but failed to cross the lesion and appeared to get stuck at the proximal end of a previously implanted non-bsc stent. The device was simply removed without resistance and the physician noted that the stent was damaged. The case was cancelled and the physician will have to review the likelihood of doing rotablation prior to the next stenting procedure. No patient complications were reported and the patient's status was stable with no issues.